Manufacturer narrative:
Block h6 device code a0406 is being used to capture the reportable event of suture multiple knots in ligator.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a ligation of esophageal varices procedure performed on (B)(6) 2025. When the package was opened , the physician reported the suture was arranged irregularly. The procedure was completed with another speedband superview super 7. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts.